Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2024. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance with the device use. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. Subsequently, the device was explanted under general anesthesia (specific date not reported), and the patient reimplanted with another cochlear device during the same surgery.